Manufacturer narrative:
The returned ICD was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an alert in the remote monitoring system that remote monitoring was disabled. The device triggered explant status on (B)(6) 2021 and was now at a depleted battery status. Inductive/wanded telemetry would remain available, with limited therapy and programming capabilities. The patient was brought to the hospital for a device check and the device was explanted and replaced. Premature battery depletion was suspected; engineering review of the available device data found the device was depleting normally. The device had exceeded 90 minutes of post-elective replacement indicator (eri) battery status rf telemetry, forcing the device to inductive telemetry. A normal 90 days replacement interval is applicable; however, no remote monitoring would be possible. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.